Manufacturer narrative:
MDR 1020279-2016-00333 filed in error. The event has been updated to reflect there was no fracture of the femur. This is not an adverse event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon fractured off a small piece of the anterior condyles of the femur while using the cutting block during a surgery.